Event description:
New information notes that the patient was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room in backup vvi mode. It was noted that the patient received two shocks. The first shock was at 2:00am, the patient was fine relaxed, and was watching tv in an armchair when the family hears the patient scream. The patient felt a vibration coming from the device 10-15 minutes before he received the first shock. The second shock was at 2:00pm. It is believed that the cause of the reset could be the distance between the patient and the monitor during the download time. Patient stated that his monitor was under his bed. Patient believes he was roughly 8m away in another room. A device download was performed successfully and device was restored.